Manufacturer narrative:
The reported event was ¿lead could not be fixed¿. A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension was within specification. Electrical testing, visual examination and x-ray inspections of the lead were normal with no anomalies found.

Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the right ventricular (rv) lead was unable to be fixated to the myocardium. The rv lead was not used and replaced. The patient experienced no consequences.